Event description:
It was reported that the customer's insulin pump was dead and that she had experienced high and low blood glucose. The customer's blood glucose was 64 mg/dl. The customer also stated that she received failed battery test alarms after inserting a new battery. The customer declined troubleshooting for her blood glucose and the failed battery test alarm. The customer had already treated herself with a manual injection. The customer further stated that there was a crack on the insulin pump. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. No failed battery test alarm noted. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, and cracked reservoir tube lip.